Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9057881. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-26. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use & the 2nd related complaint for needle clog on lot # 9057881. Unable to perform complaint lot history check due to an unknown lot number for bending during use & needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the pen ndl 32g 4mm 90 CT has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: material no: 320883 batch no: 9057881, unknown. It was reported that crooked needle / not straight on patient end, she noticed while giving injection, then she stated she straightened it and then it worked. She thinks she might have hit the needle somewhere. Needle dispensed partial insulin happened with other boxes. Verbatim: issue: consumer reported crooked needle / not straight on patient end, she noticed while giving injection, then she stated she straightened and it worked. She thinks she might have hit the needle somewhere. Item#: 320883. Occurence: 2. Incident date: unknown. Lot# 9057881 expiration date-2-29-2024. Issue: needle dispensed partial insulin happened with other boxes. Sample discarded. In the past. Box discarded. Incident date: unknown. Occurrence: unknown. Item#: 320883. Lot#: unknown. Issue: consumer reported crooked / not straight needle on patient end side-from other box, sample discarded. Item#: 320883. Lot#: unknown. Incident date: unknown. Occurrence: unknown. She uses a new needle each time of his injection. She visually tests to see if it is straight. She tightens the needle during attachment. She rotates the injection site. She does the priming. Advised not to tighten the pen needle during attachment.